Event description:
Related manufacturer reference numbers:1627487-2019-05600, 1627487-2019-05602, 1627487-2019-05747.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR report # 1627487-2019-05600, 1627487-2019-05602, 1627487-2019-05747. It was reported that the scs lead displayed high impedances on lead diagnostics. As such, the scs system was auto reducing. Surgical intervention was undertaken on (B)(6) 2019, wherein two leads were implanted (implanted leads were left in place) and the ipg was explanted and replaced. Effective therapy was restored post-operatively.